Event description:
It was reported the pt experienced severe flank pain of upper right abdomen and hyperactivity. The pt was seen in the ER on in 2009 and was then admitted to the hosp for eval. Numerous procedures were performed - CT scan, ultrasound, and labs, but showed no evidence of pathological findings. The pt was treated with oral medications. The pt recovered without sequela.

Manufacturer narrative:
Hyperactivity.